Manufacturer narrative:
The insulin pump was received with no down button response due to flattened down button dome switch. No button error alarm noted during testing. Device was received with scratched lcd window and crack on reservoir tube lip. Unable to verify for error alarm due to no down button response.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 98 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.